Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the phenomena found during evaluation (no image and scope recognition malfunction) are likely due to cable malfunction / faulty cable. Though, the root cause of the cable malfunction / faulty cable could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
An olympus field service engineer reported on behalf of the customer, that the image on the 4k autoclavable camera head had severe noise. There was no delay in the procedure and no injury to the patient reported. The procedure was completed using a similar device.

Manufacturer narrative:
The exact event date is unknown, however it is believed that the event occurred around (B)(6) 2022. The device was returned for evaluation and the customers allegation of severe noise in the image was not confirmed. However, upon evaluation it was noted that there was no image displayed and there was a scope recognition failure which were both caused by a cable malfunction. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation